Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, mildly calcified mid right coronary artery (rca). The lesion was predilated with a 2.5x20 and a 3.0x20mm balloon, inflated for 12atm for 20 seconds. The physician attempted to place the 5.00x24mm liberte bare metal stent, but was unable to cross the lesion. When removing the device, the stent came off of the balloon as was unable to be located. The stent remains in the body. They completed the procedure using two non-bsc bare metal stents. Pt status reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.